Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 39 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device as a bridge to heart transplant. It was reported that the patient's lactate dehydrogenase (ldh) level was elevated. The pump parameters were within normal limits and no unusual events were noted. No further information was provided at the time of this report.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined through this evaluation. Review of the submitted system controller log file showed normal device operation above the low speed limit with no atypical alarms captured. The health care facility reported that the patient was not symptomatic and will continue to be monitored. The patient remains ongoing on lvad support with no further issues reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.